Event description:
Device analysis is provided.

Manufacturer narrative:
Visual inspection under 30x magnification indicates no j stiffener wire discrepancies. X-ray of lead confirms no j stiffener wire discrepancies. "Fractured j retention wire" was no confirmed. The lead was received with no discrepancies.